Event description:
The gamma target device is broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: eval results indicate that this event is design related.